Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) malfunctioned. Power up failure has been reported. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.